Event description:
The customer observed falsely elevated sodium (na) result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 134-145 meq/l): sample ID (B)(6) initial result was 170, repeat was 146, repeat, on another analyzer, was 140 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the ict reference pump, part number c-35016648-01, leaking. The fsr removed, cleaned, and reinstalled the pump, and replaced the 1ml syringe, list number 09d41-03, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na) result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for na is (B)(6)meq/l): sample ID (B)(6) initial result was 170, repeat was 146, repeat, on another analyzer, was 140 meq/l. There was no impact to patient management reported.